Manufacturer narrative:
This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, button error and no delivery on the insulin pump. The customer's blood glucose reading was 428 mg/dl. The customer stated that the alarm occurred during basal. The customer stated that the no delivery alarm was recurring. The customer stated that she was unable to clear the alarm because the escape and act buttons were not working properly. The customer stated that there were two bars in the battery icon. The customer will be sent a replacement pump.